Event description:
It was reported, the video system center had no image when connecting a scope and the error message "no signal" would appear on screen. The issue occurred during a colonoscopy. There were no reports of patient harm. The procedure had to be stopped. Additionally, it was noted which video processor would turn on and off by itself.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Update to b5 with additional information. Correction to h6.1 (component code) from 919-processor to 841-imager. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center had no image when connecting a scope and the error message "no signal" would appear on screen. The issue occurred during a therapeutic colonoscopy and was completed using a similar device. There were no reports of patient harm. Additionally, it was noted that the video processor would turn on and off by itself.